Event description:
Maude event report received indicates patient was implanted with a matrix construct on (B)(6) 2011, levels treated are unknown. In 2012, there was indication in an x-ray that the left rod had started to move but no break could be seen. A later x-ray in 2012 shows the rod broken and upward movement had occurred. Another x-ray on an unknown date showed a complete failure of the rod and two caps which allowed the rod to move upward into the back muscles. Now there is nothing to restrain the implants from moving and is now requiring revision surgery. The surgeon has advised that the migration of a rod into the back muscles will continue to cause further damage if left in place. Revision procedure has not been scheduled. See attached maude event report. This report is #3 of 5 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.